Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin on demand transmission showed non-sustained v oversensing episodes due to lead noise. The noise is fairly rhythmic and lines up with the atrial paced and atrial sensed events, and so it could be associated with lead flexion or valve closure. Programming changes and lead revision was discussed. At this stage, the dr elected not to make any changes and keep observing the lead at clinic checks. The patient was stable.